Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that lead sensing noise issue was observed rv lead few days post device change out procedure. Patient was asymptomatic. Lead was capped on (B)(6) 2018 and a new lead was implanted. Patient was stable prior, during and post procedure.